Event description:
It was reported that during a hysterectomy procedure, the device stopped working during vaginal dome opening. No patient consequence reported.

Manufacturer narrative:
(B)(4). Additional information: hysterectomy was performed following the usual technique. Bilateral salpingectomy was performed with monopolar energy (after the operation stop of two ultrasonic forceps), removed from the parts by opening the cupula and subsequent suture of it with stratafix 2.0 thread. Aspirated small amount of blood with system and disposable aspiration and irrigation. Review of hemostasis - no active bleeding and application of hemostatic haemocer. Closed the incision points videolaparoscopy with vicryl and monocryl with occlusive dressing. Clear urine at the end of the procedure. Procedure without interference and compression fittings installed. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the harhd36 device was returned with the distal tip of the blade broken off and not returned. The remaining blade portion was scratched and with evidence of contact with metal in or out of the operative field. This blade tip portion may have broken off of the device during transport to our analysis site. During functional testing on gen11, an alert screen was displayed. A probable cause of the device stop activating and displaying an alert screen is blade damage. The device was disassembled to inspect the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, and blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damaged blade can result in a broken blade. As part of the ethicon endo-surgery quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch x94m88, and no non-conformances were identified.